Manufacturer narrative:
(B)(4). Device evaluation summary: a detached needle a paper lid and an empty winding former were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were damaged (cut) and marks on the edge needle that appear to be by use of a surgical instrument cold be observed. The suture was not received for evaluation. According to needle condition, the assignable cause of the performance pull off suture needle was an improper handling. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A manufacturing record evaluation was performed for the finished device mjz195 number, and no non-conformances were identified. Additional information was requested and the following was obtained: the lot number provided - mjv195 - is invalid. Please provide lot number involved. Sales rep provided the correct lot number: please consider the lot number: mjz195 for this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot number provided - mjv195 - is invalid. Please provide lot number involved.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle loosened and pulled off from the thread at the second or third pass. There were no adverse patient consequences reported.